Event description:
A customer reported to beckman coulter that their coulter lh500 instrument generated incorrect low platelet (plt) counts on two (2) patient samples compared to plt results obtained from their lh780. Per customer, manual plt count was not performed, plt results generated by the lh780 analyzer were considered correct. No instrument flags were associated with the low plt results. Review of the printouts for both samples showed the lh500 plt histograms displayed an abnormal plt distribution. This report is covering patient 2 results obtained on (B)(6) 2013. Quality control (qc) results were all within specification and the instrument is currently performing within qc specification. Erroneous results were reported out of the lab. There was no death, injury, or change to patient treatment attributed to this event. MDR 1061932-2013-00591 is being submitted to cover patient results generated on (B)(6) 2013 at this customer site.

Manufacturer narrative:
The patient samples were collected in vacutainer tubes. Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse performed the instrument inspection and verification and found no evidence of leaks or instrument malfunction. Failure mode is unknown, based on information provided, the fse found no instrument problems. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.